Event description:
The customer reported the fluoroscopic image was lost from the left "live" monitor. The issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The left monitor was evaluated and found to require replacement and replaced. No conclusion can be drawn as further repair information is unavailable and no additional severe information was provided.